Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic pain and menstrual disorder. Concurrent conditions included low back pain, dizzy, difficulty sleeping, dry mouth, taste abnormality, constipation ( (B)(6) 2011), chronic cervicitis and paratubal cyst. Concomitant products included cefixime (flexeril) since (B)(6) 2016, ethinylestradiol;norgestrel (norgestrel/ethinyl estradiol) from (B)(6) 2013 to (B)(6) 2013, tizanidine and tramadol since (B)(6) 2016. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back side pain/lower back pain") and alopecia ("hair loss"). In 2009, the patient experienced depression ("depression/psychological or psychiatric: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced nausea ("nausea"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy, bilateral salpingectomy, removal of essure coils,). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, dyspareunia, depression, anxiety, nausea, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dyspareunia, female sexual dysfunction, heavy menstrual bleeding, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current height -.5. Ft. 2. In. Current weight 137 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: status post essure coil placement bilateral tubal occlusion.. X-ray - on an unknown date: no acute fracture.. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic pain and menstrual disorder. Concurrent conditions included low back pain, dizzy, difficulty sleeping, dry mouth, taste abnormality, constipation ((B)(6) 2011), chronic cervicitis and paratubal cyst. Concomitant products included cefixime (flexeril) since (B)(6) 2016, ethinylestradiol;norgestrel (norgestrel/ethinyl estradiol) from (B)(6) 2013 to (B)(6) 2013, tizanidine and tramadol since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back side pain/lower back pain") and alopecia ("hair loss"). In 2009, the patient experienced depression ("depression/psychological or psychiatric: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced nausea ("nausea"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy, bilateral salpingectomy, removal of essure coils,). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, dyspareunia, depression, anxiety, nausea, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dyspareunia, female sexual dysfunction, heavy menstrual bleeding, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current height -.5. Ft. 2. In. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: status post essure coil placement bilateral tubal occlusion.. X-ray - on an unknown date: no acute fracture.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received : case is upgraded to serious incident. Reporter information, medical history, removal detail updated, removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.